Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. It is not known when inflation occurred. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified and severely tortuous arteriovenous fistula. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, the device was not able to cross the lesion because the lesion was tight and calcified. The procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was stable. However, returned device analysis revealed that balloon pinhole.